Event description:
It was reported that the ilet insulin pump screen was found cracked after being removed from a pocket, the display would illuminate but was unresponsive to touch, and the user attributed the damage to an unknown impact; the user continued therapy, utilized cgm with dexcom g7, and received replacement and return instructions. Symptoms included hyperglycemia with a reported blood glucose of 236 mg/dl following an unannounced meal due to the unresponsive screen. Outcomes included no injury, no hospitalization, continued use of backup therapy as needed, and completion of replacement logistics. Investigation included customer interview, verification of device identifiers and shipping details, user education on shutdown and data handling, and coordination of return shipping. Investigation of this case revealed physical damage to the user interface/display consistent with screen breakage, resulting in loss of touch functionality while power remained present; no device alarms or other malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact outside of normal use conditions.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.